Manufacturer narrative:
Block b3: date of event was approximated to march 27, 2023, publication date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the implant date was approximated to may 1, 2018, the month when the clinical study started, as there was no specific implant date provided in the article. Block e1: the obtryx and upsylon devices were implanted at (B)(6) hospital. Block g2: literature: wei-ting chao, md, chia-hao liu, md, szu-ting yang, md, yi-jen chen, md, peng-hui wang, md, and huann-cheng horng, md. Efficacy of minimally invasive pectopexy with concomitanti-stop-minisling for women with pelvic organ prolapse andovert stress urinary incontinence: a retrospective cohort study. Https://doi.org/10.1002/ijgo.14758. Block h6: the following imdrf patient codes capture the reportable event of: e1310 - captures the reportable event of urinary tract infection. E1002 - captures the reportable event of abdominal pain. E2330 - captures the reportable event of pain.

Event description:
Boston scientific became aware of incidents involving upsylon y-mesh and obtryx system devices through an article titled "efficacy of minimally invasive pectopexy with concomitant I-stop- mini sling for women with pelvic organ prolapse andovert stress urinary incontinence: a retrospective cohort study" by wei-ting chao, md, et al. The article reported that between may 2018 to may 2021, a study was conducted on a group of fifty-five patients to assess stress urinary incontinence treatment options. Thirty patients underwent a minimally invasive pectopexy + I-stop-mini, while the other twenty-five underwent a minimally invasive sacrocolpopexy using upsylon y-mesh + obtryx sling. The study aimed to compare the efficacy of minimally invasive pectopexy with I-stop-mini (mpi) and minimally invasive sacrocolpopexy with obtryx (mso). Per the article, the following occurred with study patients implanted with upsylon and obtryx: urinary frequency was experienced by four (4) patients, voiding dysfunction (patient-reported abnormal or weak urinary stream) by two (2) patients, defecation symptoms (dyschezia or constipation) by four (4) patients, lower abdominal pain by four (4) patients, urinary urgency by seven (7) patients, urinary tract infection in two (2) patients, and pelvic/groin pain was experienced by eight (8) patients. The cases of abdominal pain and groin pain were successfully managed with conservative treatment without reoperation. Please see the referenced article for full details. Note: this manufacturer's report pertains to the event involving the obtryx device.